Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged about three months post-implant. A lead revision was performed and this lead was explanted and replaced. No additional adverse patient effects were reported outside of the surgery needed to replace the lead. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance; measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Setscrew marks were in the correct location on the terminal pin, indicating the lead was fully inserted into the device header. An x-ray showed the inner conductor coil was deformed, which did not allow a stylet to pass through the lead lumen. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged about three months post-implant. A lead revision was performed and this lead was explanted and replaced. No additional adverse patient effects were reported outside of the surgery needed to replace the lead. The explanted lead was expected to be returned for analysis.